Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional procedure. Reportedly, the clip did not deploy and sheath carving occurred. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure or method. Patient selection. The device was used in a calcified common femoral artery access site. The instructions for use, under the precautions section, states: do not deploy the clip in areas of calcified plaque. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and confirmed the reported sheath carving and no clip deployment. The treatment appears to be related to the operational context of the procedure. The returned device condition confirmed the inability of the user to launch the clip by failure to deploy the thumb advancer. Based on review of the complaint lot history records, the returned device analysis and similar incidents, failure to deploy the thumb advancer appears to be related to the noted break and separated pusher block. Further complaint assessment was performed which confirmed that the most likely cause of both failure to deploy thumb advancer and the clip deployment issues was a fractured pusher tube block component used in the production of the reported complaint lot. Corrective and preventive actions to address this issue are in the process of being implemented per internal operating procedures. The performance of these devices will continue to be monitored.